Manufacturer narrative:
This information was not provided during initial report. Additional information was requested. Returned documentation did not include this information. Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn as no device was returned and no catalog or lot number was provided. Manufacturing records could not be reviewed without a lot number. Note: this is 1 of 24 reportable veptr events received in 2009, from this healthcare facility.

Event description:
A patient with veptr implants presented with left lumbar wound dehiscence. Additional information received indicates patient treated with irrigation and debridement with primary closure of the wound.